Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient implanted with 4.5mm fully threaded cannulated screws during talo-navicular fusion on an unknown date was returned to the operating room for removal and revision to partially threaded screws. X-ray found two screws broken post operative. Patient was healing. This report is #1 of 2 for the same event.